Manufacturer narrative:
An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensors and sensor kit passed all tests prior to release. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "replace sensor" message on the adc device after one (1) day of wear and was unable to obtain readings. The customer was able to be contacted and further reported they experienced sweating and was "absent". The customer was unable to self-treat, requiring treatment at a medical facility where they were administered glucagon (dose unknown) to boost blood glucose levels followed by short infusion with glucose (20%), apple juice, multivitamin juice and food for a diagnosis of hypoglycemia. No other treatment or medication was reported. There was no report of death or permanent impairment associated with this event.